Manufacturer narrative:
Concomitant medical products: a7700e25 mechanical valve, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an occlusion of the left subclavian vein from the patient's existing system. No patient com plications have been reported as a result of this event.